Event description:
On (B)(6) 2016, I had a synvisc injection in my right ankle, as I had previously had them in this ankle and also my left knee. This time I had a systemic reaction to the shot that began the following day. I have a history of autoimmune issues, primarily mixed connective tissue with resulting pulmonary fibrosis (capillaritis), morphea of the left thigh, and scarring from atrophoderma on the chest and abdomen. However, it has been 13 years since I actively had any of these issues, and I successfully had a total knee replacement in (B)(6) 2016 with no resulting autoimmune of healing issues. The reaction to the synvisc was almost immediate and troubling, and led to a significant rash of my chest and back. My primary care physician prescribed prednisone due to my history, and I also consulted my rheumatologist who concurred. Upon stopping the short course of prednisone, within 2 days I had swelling and edema of my feet, ankle, knees and lower legs. I developed swelling of my face as well. I began another course of treatment with prednisone. At the end of this, I again continued to have rashes on my back. I continued with a lower dose of prednisone, and reduced the amount over the next 30 days. I took prednisone almost daily for a total of 3 months. I am now in the process of treating a major fungal infection of my upper legs and abdomen, most likely from having been on the prednisone. I have taken antibiotics and both oral and topical antifungals and am still not done. In addition, I have continuing edema of my feet, ankle, lower legs and knees, and have significant pain in my hips (lumbosacral facet inflammation) from this. It is almost impossible to determine if the current issues are autoimmune of from the prednisone, and so current treatment is difficult. All I am sure of is that this began with the synvisc in december and is still ongoing.